Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated the alarm would occur when they were changing their infusion set. Customer's blood glucose was 120 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.